Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that stem post fractured. The fracture evidence suggest a fatigue fracture possibly due to external conditions, however examination of returned device was inconclusive in determining root cause of the event.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent an initial right total hip arthroplasty procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to an in-situ prosthetic fracture. The femoral stem was reported to have been removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.